Event description:
Boston scientific received information that this right ventricular (rv) lead was an attempted implant. The physician experienced placement difficulty while implanting the lead which required multiple attempts. Ultimately the helix mechanism became stuck and the lead was removed. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was fully retracted and dried blood was present in the helix housing. During resistance testing it was discovered that the cathode conductor coil was fractured at the distal end of the terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix.